Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a lead revision procedure (MFR: 3006630150-2020-02698), the patients ipg would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.